Manufacturer narrative:
Results: the vacuum gauge was out of specification and did not display 0 inches per hg while powered off. Conclusions: evaluation of the returned pump revealed that when powered on, the pump generated fully adjustable vacuum. The vacuum gauge was out of specification, and did not display 0 in.hg while powered off. The root cause of the gauge being out of specification could not be determined. Penumbra pumps are 100% functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). Prior to connecting the penumbra aspiration tubing (tubing), the hospital staff checked the pump max and confirmed that it was performing aspiration. During the procedure, the pump max was connected to the tubing and powered on but was unable to perform aspiration. It was reported that the pump max did not make any unusual noises or emit any unusual smells. Subsequently, the procedure was completed using a new pump max, a low flow tubing and a penumbra system 4max separator. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pump was opened by a penumbra investigator, and no damage was observed. Based on the additional information above, the results codes reported on the initial MFR report does not change.